Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had a malfunction alarm. The customer did not know if blood glucose was impacted. The customer had a vial/needle for insulin therapy and reported that a back-up therapy was obtained from a healthcare provider.